Manufacturer narrative:
N/a.

Event description:
The following has been reported: non functional keypad. Reporting as a conservative measure. No adverse event effects were reported. The device history records (DHR) were reviewed and did not reveal any events related to the reported issue. The reported issue is associated with a known failure mode that has previously been investigated, with the root cause identified and documented under event. The device log was not provided for investigation; therefore, no review of the device operational data could be performed. The device was not received because it was repaired locally. To resolve the reported issue, the upper housing assembly, including the keypad, was replaced. The replaced upper housing assembly, including the keypad, was subsequently received in brezins for investigation. A visual inspection was performed and did not reveal any abnormalities. Functional testing of the keypad was then conducted using a dedicated test bench, with all keys operating as intended and no defects identified. The investigation did not reproduce the reported issue, and device logs were not available to confirm whether error 28 had occurred. Nevertheless, given the documented trend of similar complaints and the established association with a known issue, the reported event is considered consistent with this known issue, and the complaint is considered valid. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: valid. The trend is: normal.